Event description:
A report was received that the patient was explanted due to an infection at the pocket site. Lead extensions and the ipg were explanted and the paddle lead was left in the patient. The patient was prescribed antibiotics and was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory. This is the final report.